Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, when preparing to disconnect the interlobular vein, the device cannot be activated after loading the staple cartridge. The stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. They replaced a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.